Event description:
Reference MDR # 1219856-2010-00835 for the first event involving the same pt. It was reported that while in the pci the md inserted the super arrow-flex (saf) sheath into the femoral artery. The intra-aortic balloon (iab) could not pass through the saf sheath. As a result, the iab and the saf sheath were removed together. At this time, the md used a competitor's larger sheath and another iab was inserted successfully. There was no reported pt death, injuries or complications. Per the reported event the iab therapy was delayed a few minutes. The pt outcome is unk.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.